Manufacturer narrative:
The haemonetics product support engineer in us (level2) confirmed the burnt components on the centrifuge distribution pcb. Customer replaced the centrifuge, the centrifuge distribution card and the rotor.

Event description:
Haemonetics was notified that a customer reported the centrifuge is making a loud noise. Customer has tightened the screws of the fuge, there was smoke coming out of the machine for which the machine was taken out of service, there was a red and yellow light. There was no donor involvement.